Manufacturer narrative:
Further information is requested, but not yet available.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited under-sensing. Further information was requested, but not yet available.